Event description:
A pt reported possible inaccurate results with surestep meter. In a back to back comparison, the surestep meter displayed blood glucose readings of 137mg/dl, 152mg/dl and 117mg/dl successively. Pt has not been cleaning meter. After meter was cleaned, blood glucose results improved. Pt did not experience any adverse events. Meter has been replaced. No allegations of harm have been made.